Event description:
Follow up information reported that the patient was seen shortly after the incident occurred where it was found that the implantable neurostimulaor (ins) was fine and that impedance values were within normal limits. The patient was reported as doing "great motorically and functionally".

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient went through courthouse security and had slower speech and was choking more. The patient could still snap their fingers, but was having more issues with finger taps. The patient was to follow up with their health care provider.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).